Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported tha the consumer had 12-15 bd ultra-fine¿ ii short needle insulin syringe in which the plunger rod inside the barrel is difficult to move. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Device history record review ¿ a review of the device history record was completed for batch# 7086635. All inspections and challenges were performed per the applicable operations qc specifications. Syringe assembly ¿ there was one (1) batch of material# 700005657 (syringe 0.5ml asm 31g 8mm tw sm700178 sc) that went into the finished batch# 7086635. Batch# 7123730, date(s) of manufacture: 15may2017 to 20may2017, machine(s) manufactured on: jq, jt, js, jv, there were sixteen (16) notifications (B)(4) noted that did not pertain to the defect. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 7086635. Based on the samples / photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation.